Manufacturer narrative:
Other, other text: h4: device manufacturing date could not be determined. H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.